Manufacturer narrative:
Physio-control returned the device to the customer recommending repair. The customer declined the offer of service.

Event description:
It was reported that the unit has garbled voice. There was no pt use associated with the reported event.